Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported postoperative fibrin and decreased visual acuity following an intraocular lens (iol) implant procedure. The patient received medical treatment but "surgical procedure was not performed." The condition is still unrecovered. Product sample is not available for return as is still remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the physician that the patient fully recovered after yag laser treatment in (B)(6) 2017.